Event description:
It was reported to philips that the wireless footswitch was not staying connected on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recommended troubleshooting and part replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).